Event description:
Procedure type: pelvic organ prolapse. According to the reporter: age (B)(6) - the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment.

Manufacturer narrative:
Tracking number (B)(4). Covidien is submitting this report on behalf of (B)(4) (importer).